Event description:
The user facility reported a 73-year-old patient needing mechanical circulatory support. It was reported that the patient was placed on impella cp support after the patient went into cardiac arrest with immediate resuscitation. While inserting the impella the patient experienced ventricular tachycardia (vt). The patient was defibrillated with success and the proper position was verified.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿correct impella catheter position ¿catheter angled toward the left ventricular apex away from the heart wall and not curled up or blocking the mitral valve¿ this report is being filed as part of a retrospective review of historical records.